Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that insulin pump alarmed no delivery alarm. Customer's blood glucose level was 180 mg/dl. Customer reported that they changed infusion set and insulin, change the cartridge and insertion site but still had the no delivery error. Troubleshooting was performed for no delivery alarm. Customer stated that the tubing was not bent or kinked. Customer was advised to avoid sharp bends in the tubing such as bending or straining the tubing where it connects to the reservoir. Customer stated that they had tried all remedies. Customer was advised that the insulin pump will need to be replaced. Customer was advised to retrieve and save insulin pump settings. Customer was advised to revert to backup plan per healthcare professional's instructions. Insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the displacement test, rewind, basic occlusion, occlusion, prime and excessive no delivery test. No excessive no delivery/occlusion alarm noted. (B)(4).